Event description:
It was reported that this right atrial (ra) lead exhibited oversensing with pacing inhibition and noisy signals, cause by a fracture. This ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.